Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a sensor that never initiated in ipro2 and when it was being removed they noticed a missing/broken sensor electrode. Sensor is being returned with needle and a replacement will be sent. It was advised that a possible electrode that is stuck in the body should show up on the x-ray. No additional information provided.

Manufacturer narrative:
Reliability analysis inspected 1 opened/used partial enlite sensors and performed visual inspection and found sensor cannula retracted inside sensor base. Unable to confirm customer received sensor in said condition due to customer returned opened/used.